Event description:
The handpiece was returned to the manufacturer for service, and during the eval the device leaked out of the side of the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the eval a leaking condition was found and then reported. Based on the investigation details, the likely cause was a damaged e-box, which was replaced along with other components.